Event description:
The patient reported receiving e4 (occlusion) errors on the infusion device fort he past 3-4 weeks and the patient experienced elevated blood glucose of 430 mg/dl as a result. The patient changes the infusion site every 3 days and the infusion tubing every 2-3 days. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the untied states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.